Event description:
Customer reported issue with pump not detecting cartridge. There was no reported impact to the customer¿s blood glucose level. Device was expected to be returned for replacement, and a new pump with serial number (B)(6) was prepared for the customer. Additional information was not provided.